Event description:
Procedure type: rectum resection. Patient: female. According to the reporter: leaking was observed after firing new instrument of different type was used for completion of procedure. Surgical time was extended greater than 30 minutes, and no blood loss occurred. Patient current condition is reported well. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 12/18/2007.